Manufacturer narrative:
The device was received for evaluation with a disconnect cap and an evaluation is complete. A visual inspection was performed and noted unrelated damage to the patient adapter. Leak testing, clear passage testing, and clamp function testing were performed with no issues. The reported condition was not verified; however, unrelated damage to the patient adapter was found.. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the twist clamp of a transfer set during drain. There was no patient injury or medical intervention associated with this event. No additional information is available.